Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, and neither were successfully activated. The device was forwarded to the manufacturer for further investigation into the observed failures. The investigation conducted by the manufacturer revealed a continuity break in the active circuit. The manufacturer indicated that from past instances whereby no activation is evident is usually as a result of; a) a direct break in continuity or; b) a lack of insulation between the active and return circuits (usually at the distal tip), causing an electrical short. The evidence observed is consistent with previous devices that have been investigated under CAPA which has identified the components used in the process are not compatible for this method of joining. The root cause for the activation issues was determined to be due to design faults which led to a breakdown in the continuity of the active circuit. As part of the design change, the complaint rate was evaluated and determined to be within acceptable limits. Therefore, the benefits outweigh the risks associated with the device; a design change will be implemented as a product enhancement. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via email that during a shoulder arthroscopy the vapr s90 electrode would not ablate soft tissue when the yellow pedal on the wireless footpedal was pressed. The power was increased to max, as well as unplugging and replugging it, and the device still did not work. The procedure was completed with a second like device. The affiliate did not report any patient harm. Additional information provided by the affiliate reporting that there was a 10 minute surgical delay due to the reported malfunction.